Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported by the contact that the customer had been experiencing ongoing, intermittent high blood glucose (bg) levels (300-400 mg/dl) with a moderate level of ketones. The ketone level was considered as being dangerous. Correction boluses and insulin injections were used to address the high bg level. The contact did not know the cause of the high bg. Tandem technical support advised the customer to discuss the event with a healthcare provider.